Manufacturer narrative:
The user manual dedicated to enterprise 5000 (746-445) contains all crucial information and warnings which should be followed to ensure the safe use of the bed: 'lower the bed to minimum height when the patient is left unattended'. 'Safety sides are not intended to restrain patients who make a deliberate attempt to exit the bed.' This bed was serviced internally by the customer and there was no device failure reported to arjo. To sum up, arjo medical bed was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. No malfunction was reported. It was decided to report this event due to the patient fall from the arjo bed and sustained injury.

Event description:
A facility nurse manager reported to arjo that a patient slipped and fell to the floor hitting her elbow. As a consequence the patient sustained an elbow fracture and medical intervention was required. The elbow was put in a cast and after two days in the hospital, the patient was discharged home. Information gathered allowed to establish circumstances surrounding the event. At night the patient, using a free space between the raised safety side rail and bed's footboard, got out of the enterprise 5000 bed . When she was trying to get back through the same space between side rail and footboard, she slipped and fell to the floor.